Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the device gave a spark at the "a" connection after which the hand piece became so hot that it apparently burned the patient through the drapes. Initially, no patient injury was reported. Two days later the scrub nurse reported the burn.

Manufacturer narrative:
Device investigation narrative - one dii control unit part number 72200873 was received on december 11, 2015 and confirmed to be serial number (B)(4). No damage was observed on the exterior of the device. A functional evaluation was performed and presented a short circuit error message following power up. The cause of the error message was identified to be associated with a failed resistor on the main circuit board. Factors which could contribute to failure of the main circuit board include excessive current draw from the concomitant shaver or conductive fluid, such as saline, present on the port a connector receptacle. The root cause of the patient burn could not be determined with confidence but could be related to the concomitant shaver which was not made available for evaluation. A review of the manufacturing records show the control unit was released to distribution on or about february 10, 2012. (B)(4).